Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient went to the emergency department with ventricular tachycardia. The patient was cardioverted and transferred to the hospital on (B)(6) 2019. The patient received a dual chamber ICD and was discharged home (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. Per MFR # 2916596-2019-03328, the patient was transplanted on (B)(6) 2019. The heartmate 3 lvad was explanted and returned for evaluation. Evaluation will be reported under MFR # 2916596-2019-03328. The heartmate 3 lvas instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.